Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter stated that her mother had been bottoming out the past three nights, and needed help adjusting the basal rates. The caller also stated that the customer was hospitalized with blood glucose levels greater than 600 mg/dl. It was stated that the customer was also vomiting blood. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The insulin pump passed the prime and high pressure tests. However, the insulin pump had a missing dome label. Advised the customer that the insulin pump would be replaced. Nothing further was reported.